Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-oct-2016, an fse visited the customer facilities, re-loaded the required software version, and deleted stored master data bases. Tested analyzer to control pc communication and ran daily maintenance. As verification, the fse ran quality controls and patient samples with no error obtained. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was that the master data base was corrupted.

Event description:
On (B)(6) 2016, a customer reported that aia-2000 analyzer and computer crashed while running. After rebooting, the computer was still producing data base errors when the user was attempting to log on. The customer was unable to run ck-mb, prolactin, beta-hcg, fh, lh-ii, e2, progesterone and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ck-mb, prolactin, beta-hcg, fh, lh-ii, e2, progesterone and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.